Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient initially underwent an intervention on an unknown date to implant an unknown stent in the left common iliac that was partially floating in the aorta. On (B)(6) 2018 the patient was treated in the ER with an ovation device for ruptured aneurysm. Postoperatively the patient experienced a limb occlusion and was successfully treated by placing an additional stent and occlusion was solved. It is unknown whether occlusion occurred on the same limb as the previously implanted unknown stent. The patient's current status is unknown, no additional patient sequelae has been reported at this time.